Event description:
A mridium 3850 pump was taken to the ICU to accompany a male pt to the MRI. Apparently the ICU nurses had not been trained in the use of the pump, and one of the MRI nurses was called to the ICU to assist. The pump was set up with the 1055 bypass IV set, and during the initial setup, the pump alarmed for an occlusion or air bubble detection (the nurses were not certain of the cause), and they apparently opened the roller clamp of the main IV set (IV set) when it was removed from the pump to alleviate the alarm. When this was done, it was not certain if the clamp was reclosed, and the pt received an unk quantity of nipride from the IV bag. The pt's blood pressure dropped suddenly, and was treated to re-stabilize the pressure before the MRI scan could be performed. The pt was stabilized and MRI was performed later that day. No injury resulted from this event.

Manufacturer narrative:
Investigation results: neither the other MFR IV set, nor the iradimed corp 1055 bypass infusion set were retained following the event (they were both discarded). These sets were not available to iradimed corp for examination. As a precaution, it was recommended that the hosp provide the infusion pump to iradimed corp to confirm its normal operation. The mridium infusion pump, which was the pump in use at the time of the event, was shipped to iradimed corp for examination. The infusion pump was checked for normal infusion and freeflow prevention, and was found to operate within specification. The infusion pump's physical appearance and operation appeared normal. Additionally, the use record of the mridium pump was obtained from the pump and examined, and found to match the description provided by the hosp. As a normal f/u, refresher in-service training was provided to the MRI staff and is planned for the ICU staff to ensure proper installation and operation of the pump was being followed. Investigation conclusions: from our investigation, the probable cause of this event was the use of the pump without sufficient training for the staff using the pump. No malfunction or device failure was observed, and the hosp staff is aware that additional training is required. Some training has already been performed since the event, and additional training for the ICU staff is planned in the near future. This failure is considered an unusual and isolated incident. No other action is considered necessary at this time.